Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated, and the battery flex was contaminated. (B)(4).

Event description:
It was reported the menu display is missing or not working. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the display module and battery flex. This analysis could not confirm the reported event or the failure found during servicing of the device. No defect found.